Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-07-15 (B)(4) (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study on 2019-jul-17 regarding a patient receiving hydromorphone and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that on (B)(6) 2019 the patient reported the catheter was clipped during an unrelated lumbar laminectomy. The patient returned to the operating room (or) for a catheter revision and the event resolved without sequelae on (B)(6) 2019. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No patient symptoms were reported and no further complications were reported or anticipated.